Event description:
It was reported that the pump was "broken" and patient was not well enough for a replacement. Baclofen was noted as the old drug delivered via the device noted and currently it had saline. It was indicated that the they were to put the pump off.

Event description:
It was reported that on (B)(6) 2009 the pump function and tubing was evaluated by the physician. A kink was noted in the catheter. The patient elected not to have surgery. The lioresal was gradually titrated down. The patient tolerated it and elected to turn the pump off. There was no additional information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2007 (B)(6), .(B)(4)